Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during fill one on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated that the connection between the cassette line and the heater bag was loose. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the sample was not returned and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.